Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2023-01612. This report is submitted on september 08, 2023.

Event description:
Per the clinic, the patient experienced skin flap redness and subsequently was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on august 02, 2023.